Event description:
Physician who is the pt reported being injected with radiesse dermal filler by a merz field clinical specialist in the mid-face and nasolabial fold areas. She later developed swelling, tenderness and itchiness especially in the right eye area. She began taking bactrum with the swelling and tenderness increasing. She believed that she had developed cellulitis and went to the hospital were she was admitted.

Manufacturer narrative:
Pt was admitted to hospital overnight and treated with IV antibiotic, vancomycin and IV steroids. She was released the following day with a home IV of cyclosporin and medrol dose pack. During later f/u, the physician reported the swelling has decreased and the pain is gone. All of the symptoms are resolving at this time. The device history record for radiesse lot 100061410 was reviewed. All required incoming, in process, and final release testing specs for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.